Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced rapid battery depletion over a short time. The device remains in use, but an explant is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary continued: the device was returned and analyzed. Analysis indicated current leakage in the integrated circuit due to gate/cap oxide breakdown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) on (B)(6) 2014 following a precipitous drop from 3.06 volts 12 weeks prior. Concomitant product: 4046 boston scientific competitor lead, implanted unknown, a 4135 boston scientific competitor lead, implanted unknown . A 7000 st jude competitor lead, implanted unknown. (B)(4).